Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump touch screen was unresponsive and not functional. The customer was unable to interact with the pump. The customer's blood glucose level was 245 mg/dl. The contact reported that the health care provider would be contacted to obtain back up therapy. Although tandem technical support offered to follow up to ensure that back up therapy was obtained; the customer declined.